Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, false positive pause episodes were noted on the device. Programming changes were discussed. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored.